Manufacturer narrative:
Consumer reported using the product and experiencing dry eyes, blurred vision, redness and stinging. Consumer visited the doctor with complaints of swelling, light sensitivity, burning and peeling of the skin on the eyelids and corners of the eye. Consumer reported the doctor diagnosed a moderate chemical burn and provided drops and a prescription for triamcinolone. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the initial event reported had some symptoms reported that were consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The more recent peeling of skin on the eyelids and corners of the eye are not consistent. The consumer did not report a reduction of vision or any corneal injury associated with the doctor visit. The consumer's eyes are improving but are still slightly red. Consumer will be following up with her doctor at a later time. Medical documentation was requested but not received. The product was returned and the evaluation is in progress.

Event description:
Consumer initially reported using the product and experiencing dry eyes, blurred vision, redness and stinging. The consumer later reported visiting the doctor due to swelling, light sensitivity, burning and peeling of the skin on the eyelids and corners of the eye. Consumer reported the doctor diagnosed her with a moderate chemical burn to her eyes and she was provided with drops and a prescription for triamcinolone. The consumer's eyes are improving but are still slightly red. Consumer will be following up with her doctor at a later time. Medical documentation was requested but not received. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Event description:
Medical documentation obtained from treating doctor indicates patient was seen with symptoms of burning and swollen eyelids. The doctor observed superficial punctate keratitis, bulbar injection and ulcerative blepharitis in both eyes. The primary diagnosis was punctate keratitis (superficial) and ulcerative blepharitis. The doctor believed the event was related to the product. The doctor recommended a temporary suspension of lens wear and prescribed triamcinolone cream (topical corticosteroid) along with an over-the-counter artificial tear. The doctor reported the patient recovered.